Event description:
It was later reported that the cause of the event was unknown. Patient exhibited symptoms of overdose, drug effects and was hospitalized. There was no change in pump programming or flow rate. The pump medication was emptied by the ER physician. Per the hcp patient returned and denied change in oral meds. In addition to dilaudid reported previously the pump also infused morphine and bupivacaine. Patient outcome was noted as recovered without sequel.

Event description:
An overdose was reported, patient was obtunded, drowsy and responded briefly to reversal medication/narcan. The pump was stopped. It was noted that the pump was filled the previous day and the dose was adjusted. Drug delivered via the pump was dilaudid. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(4) 2007, explanted: unk.